Event description:
It was reported that upon opening a package for a 6.0x39mm omnilink elite balloon expandable stent system, the stent was observed to be loose on the delivery system. An unspecified stent was used to complete the procedure. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. A query of the complaint handling system for the reported lot was performed and revealed no similar complaints reported for this lot. Based on the complaint review, there is no indication of a lot specific product quality issue. Based on the information provided, a definitive cause for the reported stent dislodgement could not be determined; however, stent dislodgement prior to use may be attributed to several factors including, but not limited to, improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation, forced sheath removal, handling of the stent during preparation, and interaction with accessory devices. In this case, it is possible that inadvertent mishandling during sheath/stylet removal and/or during preparation of the device may have contributed to the reported stent dislodgement; however, without the device to examine, this cannot be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.